Event description:
The user facility reported a 68-year-old female requiring an impella cp device for mechanical circulatory support. After being placed on impella cp support, the patient developed a slow ooze from the valve of the sheath where the impella was inserted in. The patient received a unit of blood. Additionally, it was also reported that there was an unspecified leak associated with the pump. The patient's family made the decision to go comfort care. No patient harm was reported.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation of the reported issue was completed. No data logs or device was not returned. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.